Event description:
Halos in a patient that was implanted with a pair of evo lenses in (B)(6) 2022 was reported. If additional information is received a supplemental medwatch report will be submitted

Manufacturer narrative:
Expiration date: unk, no serial number reported. Device manufacturing date: no serial numbers reported. Claim#: (B)(4).